Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for post lumbar laminectomy syndrome. It was reported that patient had the ins replaced the evening prior to the call because it "hadn't really worked since 2014". The patient said he thought the ins stopped working because he had a massive heart attack where they had to shock them twice to "bring me back". The patient thought the ins was damaged as a result of that. No further complications were reported.